Event description:
Dealer is stating that the right frame is broken at the weld in the front of the chair. Dealer is stating is stating that there is no sign of physical damage.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.